Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the root cause of the foreign object remaining in the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the air water nozzle. There was no patient involvement.